Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic lobectomy. The device partially fired. The surgeon had to remove the reload and use another one to correct the issue. There was permanent tissue damage because half of the tissue still had staples in it and needed to be removed. Patient status is alive, no injury.